Event description:
It was reported by customer that t2 did not deploy. Device anchor was removed successfully from patient's anatomy without causing any injuries. A backup device was available to complete the procedure.

Manufacturer narrative:
One fast-fix 360 reverse curve needle delivery systems were returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent on two planes. No ts or suture remain on the insertion needle but were returned for evaluation. Examination of the construct showed t1 is bent. T2 and the suture show no abnormalities. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the bent needle. No root cause related to the manufacturing process can be established. User error may have been a contributing factor to this event. Device receipt date added. Added contact phone number: added device manufacturing date: added event problem and evaluation codes.